Event description:
It was reported that the arctic sun device failed calibration for not cooling, since the device had over 2000 hours and it would be coming in from the 2000-hour preventive maintenance service. Per sample evaluation results received on 01may2023, it was reported that the root cause of the reported issue was due to a failed mixing pump. It was stated that arctic sun device primed to fill during decontamination .

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the unit failed calibration for not cooling. The mixing pump is not pulling the proper amount of water from the circulation tank and pumping it into the chiller tank. Installed test mixing pump to cool. Mixing pump was serviced during pm process. Unit primed to fill during decon. The device underwent pm servicing while in for repair. Serviced the circulation pump. Replaced the heater. Replaced the drain valves and replaced both manifold o-rings on the manifold, and coin cell was replaced. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for used all performance testing, and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The actual/suspected device was inspected